Event description:
Philips received a complaint on the defibrillator indicating that ¿the device reported error.¿ there was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Based on available information, the reported issue was caused by inappropriate battery installation. The customer was provided with training on battery installation and removal. All functions of the device were restored, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was user error. The reported problem was confirmed.